Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: b5, h6, h11. Corrected fields: b3, h8. Based on the results of the investigation, olympus confirmed a foreign material inside the auxiliary water channel of the device. Additionally, foreign material was also noted in the tubing. However, the specific type of the material could not be identified, and therefore, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed a foreign material inside the air/water nozzle of the device, but the type of the material or root cause cannot be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: pcf-h290zi ¿chapter 4, section 2, insertion of the endoscope, air supply, water supply, and suction, caution¿ reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign material inside the air/water nozzle. There was no patient involvement.